Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke? Na. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a left colectomy procedure, the device was used for the first time and fired however once reloaded and placed back through the trocar the device would not open in fire a second time. Another device was used to complete the procedure. No adverse consequences reported. No device was able to be located to be returned for analysis.